Event description:
New information reported stated that on 04/27 the lead was successfully repositioned. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the left ventricular lead exhibited increased capture thresholds and the patient had not been feeling any improvement. The patient was sent for an x-ray and it was discovered that the lead had dislodged. The device was programmed to rv only and the patient was discharged home. The patient was scheduled for a revision procedure.